Event description:
A report was received that during device analysis, it was determined that the analog integrated circuit of the ipg was damaged.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. It was determined during testing the analog integrated circuit (ic) was damaged. This damage is unrelated to the complaint.